Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The im rod broke at the handle during removal from medullary canal.

Manufacturer narrative:
The complaint states the im rod broke at the handle during removal from medullary canal. The investigation confirmed the failure mode as reported. The device was reviewed by bioengineering and a report was received stating; the dfmea for this device (103019698 rev 1) evaluates the risk of the rod fracturing in the im canal as remote (bar). The design of this im rod is such that the weak point is external to the incision, i.e. There will always be a part of the rod external to the femur should a fracture occur. This allows the surgeon to grip the rod with pliers or another gripping device to retrieve the rod. There is one other instance of this device fracturing in this way, detailed in (B)(4). It is not clear from the information provided in this instance what the specific circumstances were which caused this failure. No design defect has been identified. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.